Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the lead was returned in four segments for analysis. External insulation abrasion was noted at 51.2-51.8cm from the lead tip and 55.0cm from the lead tip to the cut end. The etfe coating was intact at these locations. External insulation abrasion was noted at 6.0-6.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Insulation degradation was noted at 9.0-15.0cm from the lead tip. The lead was returned in four segments for analysis. External insulation abrasion was noted at 0.5-1.5cm from the bifurcation boot, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that during a follow up vf episodes were observed. Stored egms showed that vf detection was due to lead noise. The lead was explanted and replaced patient condition was good after the procedure.